Manufacturer narrative:
The complaint investigation for the alinity I hiv ag/ab combo assay lot 15210be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Based on our investigation, no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent lot 15210be00 was identified.

Event description:
The customer reported a false non-reactive alinity I hiv ag/ab combo result on a donor that was positive by the roche 6800 nat platform. Immunoblot = negative. (B)(6) 2020 sid (B)(6). No impact to donor management was reported.

Event description:
The customer reported a false non-reactive alinity I hiv ag/ab combo result on a donor that was positive by the roche 6800 nat platform. Immunoblot = negative. (B)(6) 2020, sid (B)(6) . No impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section d4 catalog number and UDI corrected, same manufacturer site.

Manufacturer narrative:
Addendum: return sample analysis: testing with a retained kit of alinity I hiv ag/ab combo reagent lot 22259be00 confirms the non-reactive results observed by the customer (likely cause lot 15210be00 was expired when the return sample arrived). Supplemental testing by innotest hiv antigen mab, western blot mikrogen recomline hiv-1 & hiv-2 and prism hiv ag/ab combo assay showed negative results. Therefore, the alinity I hiv ag/ab combo assay did not generate false non-reactive results with the sample in question. It was confirmed that the alinity I hiv ag/ab combo assay was not false-negative, because at this early time of infection, the hiv antigen (and antibody) concentration in the blood was below the level of detection of the assay. Overall the results of return sample testing do not change the outcome of our initial investigation with regards to the general sensitivity performance of the affected reagent lot. Based on our investigation results, there is no indication for any issue regarding the sensitivity performance of the reagent lot identified in the complaint. Based on our investigation, no systemic issue or deficiency of alinity I hiv ag/ab combo reagent, lot number 15210be00 was identified.

Manufacturer narrative:
The previously submitted date in d9 was not for the suspect device return but reflects the date the patient specimen was returned for investigation.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) alinity I hiv ag/ab combo result on a donor that was (B)(6) by the roche 6800 nat platform. Immunoblot =(B)(4). On (B)(6) 2020, sid: (B)(6). No impact to donor management was reported.